Event description:
It was reported that two days post-implant, the right atrial (ra) lead had oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, implantable pulse generator, (B)(6) 2013; 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).